Manufacturer narrative:
Ge rep evaluated sys and replaced power supplies ps1 and ps2 as a precautionary measure.

Event description:
It was reported that the sys had a communications error during a case. No pt injury was reported.